Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was returned to olympus without conducting reprocessing properly at the facility. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope, asking to carry out a technical check. The customer did not specify any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that air/water tube /cylinder with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: adhesive around the light guide cover cracked; light guide lens cracked; distal end shaved; grip has a scratch; right/left knob has a scratch; upwards/downwards knob has a scratch; scope connection cover unit has a scratch; scope connection case unit has a scratch; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; air/water tube has foreign objects; the cover of light guide bundle is damaged; and connecting tube has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.